Event description:
Device issue: none. Adverse event: perforation, death. Time of adverse event: unk. It was reported that during inflation of a 3.5 xience stent to 16 atmospheres in an unspecified vessel, the vessel perforated leading to the patient's death over an unspecified amount of time. The patient's death did not occur during the procedure. The physician had asked for a 2.5 stent, but was given a 3.5 instead. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). Death and perforation are known adverse patient events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.